Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) with vital signs absent, the device failed to discharge. Complainant indicated that the clinician removed the electrode pads from the patient, shaved the patient's chest, re-applied new pads and the monitor was able to deliver the shock to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The device was put through extensive testing including bench handling and full defib functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did indicate that in the moment that the device was activated for shock, there was no valid impedance detected between the electrode pads and the patient's skin. It also shows that once device criteria is met, a shock was delivered. The logs showed ECG wandering baseline and ECG railing as well as ECG signal loss and multiple pads off messages all indicating a poor connection between the electrode pads and the patient's skin. The electrodes involved were not returned as part of this investigation. No trend is associated with reports of this type.